Event description:
It was reported that during a laparoscopic nephrectomy the device was placed over the vein and no staples came out or the staples shattered. Immediate bleeding occurred. Two vascular surgeons were called in. The pt subsequently expired. The device is being retained by the account. No further info has been provided by the account. Attempts to obtain additional info were made on 9/3, 9/4, 9/9, 9/16 and 9/25.

Manufacturer narrative:
Date sent: 09/25/2008. Info is unavailable; device was not returned for eval.